Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed the j-shape was within specification. Resistance and pressure testing was performed to assess the leads electrical and insulation integrity. Measurements throughout these tests were within normal limits. Final analysis of the lead did not reveal any lead malfunctions. Electrically, this lead met specification. Analysis could not confirm the reported clinical allegation.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this lead will undergo analysis and this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead has displayed steadily increasing high out of range impedance measurements. A decision was made to replace the lead. A revision procedure was performed, this lead was removed, replaced and returned for analysis. No adverse patient effects were reported.